Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Death nos (death). Adverse event nos (adverse event). Case description: spontaneous report was rec'd on (B)(6) 2013 from a non-health professional regarding a (B)(6) male pt initials (B)(6) with osteoarthrosis of left leg. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc one (hylan g-f 20) at a dose of 6ml, once in left knee (route not provided). The lot number for synvisc one was not provided. On an unspecified date, the pt was hospitalized for an unreported cause (adverse event nos). On (B)(6) 2013, the pt expired due to an unreported cause (death nos). Relevant concomitant medications were not provided. The intensity for the unk adverse event was not provided and for the event of death was severe. The causal relationship between synvisc one and both the events was not provided.